Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via email that the customer's insulin pump had a blank display leading to the customer having high blood glucose levels, diabetic ketoacidosis, and a heart attack. The customer was hospitalized and received stents, a triple bypass, and neuropathy. It was also reported that the customer had low blood glucose levels. The customer declined to call in to the helpline. No further details were provided.